Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received two inappropriate shocks due to noise and baseline drift. An untreated episode due to noise was also stored. The patient was admitted to the emergency room (ER), and the artifacts were reproducible in secondary vector with pocket manipulation. Primary vector was free of noise. The device was programmed to primary vector and the patient was admitted to the hospital. Technical services (ts) was consulted, and electrode integrity testing was recommended, including pocket and xyphoid manipulation. No additional adverse patient effects were reported. This electrode remains in service.